Event description:
On 07/25/2024, it was reported by a sales representative via (B)(4) that an ar-6480 dw arthroscopy pump keeps spiking and keeps shutting off. This was discovered during a procedure, with no reported patient harm. Additional information was received on 08/01/2024: this was discovered during a knee arthroscopy procedure on (B)(6) 2024. There was no case delay and no adverse effects on the patient due to the issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing which may result in pump pressure errors.